Event description:
The customer reported that the unit showed a "all settings have been to default values". There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit showed a "all settings have been to default values." There was no report of pt involvement. The unit was evaluated at the philips andover repair bench and the failure was verified and further clarified as an intermittent power issue caused by loose battery pca connection pins that would cause the unit to unexpectedly shutdown. The battery pca was replaced to resolve the failure. The unit passed all post-servicing testing and was returned to the customer site.